Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during normal use, there was a complaint of alarms going off continuously and burning smell/smoke or flame. There as a failure in temperature after 5 minutes throws alarm and shuts off. There was no patient involvement.